Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 25 cm. External abrasion breaching the optim sheath was found at 7.5 ¿ 8.1 cm, 11.1 ¿ 11.2 cm, 13.6 ¿ 14.0 cm and 19.4 cm ¿ 20.1 cm from the distal tip with the silicone insulation found intact in these locations consistent with friction to another device or feature of patient anatomy. External abrasion breaching the re cable lumen was found at 14.5 ¿ 15.3 cm consistent with friction to another device or feature of patient anatomy. The etfe cable coating was found intact.

Event description:
This report is to advise of an event observed during analysis.